Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A safety monitoring report for an insignia investigator initiated study was provided which lists the following adverse event: "slight subsidence in calcar area." Event was listed as mild, as not serious, and as resolved (no information is provided as to how this was resolved).